Manufacturer narrative:
Only fragments of the lead were returned. The lead was severed 15.5 cm distal to the is-1 connector pin. The proximal and distal section of the lead were returned for analysis; an approx. 4 cm long medial fragment was not returned. An explantation tool is on the distal fragment. The returned fragments were visually inspected. Multiple signs of wear along the lead body were detected. Heavy wear was found between the fork and df-1 plug, as described in the clinical complaint, insulation was however still intact at this site. In the distal portions, however, insulation was damaged due to friction. The position and characteristics of the wear suggest a heavy mechanical load imposed on the lead near the tricuspid valve. The root cause to be considered is significant lead movement. Reasons for an elevated level of stress on the lead in the implanted state are difficult to determine without any x-ray images, diagnostic imaging of any other sort or additional patient information. Other influencing factors that should be considered include the ingrowth response of the lead in the distal region, individual patient anatomy, and any increased patient physical activity, particularly any involving the upper body. Furthermore, a deformed distal shock coil, lacerations on the insulation, and a lead cable break going to the shock coil were found in the examination, which were likely due to the extraction process. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.

Event description:
It was reported that approx. 86 months after implantation insulation damage was noticed. The lead was explanted.